Manufacturer narrative:
Follow up changed to "2" due to rejection from FDA of duplicate report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. On jul 11, 2017 the sample was received. It came in a plastic zip lok bag, the barrel label confirms the lot#7052723. It is empty- no saline in it- the stopper-plunger is all the way down. The tip cap has five(5) visible black spots. This black fm is embedded in the tip cap plastic material. Conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no fm issues documented. (B)(4).

Event description:
It was reported that a foreign substance was found on the cap of a 10 ml bd posiflush¿ normal saline syringe before use. No injury or medical intervention.

Manufacturer narrative:
Results: based upon review of provided sample, condition is confirmed. There was a burnt stem with embedded fm throughout the tip cap. Conclusion: root cause is likely due valve pins sticking. N39 mold was pulled for mold repair on 5/22/2017 due to leak test failures. The valve pins were all cleaned during this repair.